Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel (f&p) healthcare field representative that an rt105 adult single heated breathing circuit failed the leak test prior to patient use. There was no reported patient involvement.

Manufacturer narrative:
(B)(4) section g4: the rt105 breathing circuit is not sold in the USA but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The subject rt105 breathing circuit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.